Event description:
The customer reported the ventilator was displaying a pressure sensor failure. Three was no patient harm or involvement reported. The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic log verified proximal and machine pressure sensor autozeroing failed. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service technician replaced the data acquisition pcb board and data acquisition to motor controller pcb cable to address the reported problem. Performance verification testing was completed and passed to specifications.